Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found it to show signs of excessive use with numerous scratches and gouge marks along all surfaces. The type of fracture indicates the post was subjected to excessive side torque causing the post to break off together with a large section of the surrounding material. Condition of the humeral trial with gouge marks along the lip where the trial is secured suggest that the product was removed by some type of prying with a sharp instrument. It is noted that the humeral trial was not meant to be pried off the inserter and the device has been used beyond useful life.

Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on (B)(6) 2014. During the procedure, the trial post fractured during reduction. The fractured fragment was removed from the humeral broach and the procedure was completed.